Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and mass ("knot and lump"). Essure treatment was not changed. At the time of the report, the perforation, dyspareunia, pelvic pain, abdominal pain, menorrhagia and mass outcome was unknown. The reporter considered abdominal pain, dyspareunia, mass, menorrhagia, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - event injury to herself updated to pelvic pain. New events were added - dyspareunia, abdominal pain, menorrhagia, perforation ,knot and lump and she did not undergo essure confirmation test. Patient demography added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.